Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient presented with pain in the knee. X-ray examination reportedly revealed the implant was fractured. Per the reporter, the patient did not regularly attend the scheduled x-ray examinations to check, therefore, the docking site and pseudoatrhrosis could not be checked by the physician for a long time. The patient denied having had any falls. A revision procedure was performed and the nail was explanted. The patient was reported to have been full weight bearing beyond the instructions for use (IFU). No additional information has been provided.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for evaluation. Visual inspection was completed and it was observed that the device was broken in two pieces. In-house x-rays revealed that the gear train and distraction rod were intact and there was no observable damage to the internal components. Functional testing was unable to be performed due to the device being broken in two pieces. A root cause of the break is unable to be determined, however, based off the information provided by the surgeon the patient failed to follow the guidelines in the instructions for use (IFU). The patient had poor bone density due to smoking, coupled with missed follow-up appointments, and full weight bearing beyond instructions. It is likely that the cause of the break was due to material fatigue in the area of the transportation routes due to increased torsional forces. Instructions for use: "patients unwilling or incapable of following postoperative care instructions." "Patients with conditions that tend to retard healing such as blood supply limitations, peripheral vascular disease or evidence of inadequate vascularity." "The precice bone transport system cannot withstand the stresses of full weight bearing. The patient should progressively weight bear and use assistive devices as directed by the physician." "Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs."

Event description:
No additional information has been provided.